Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal resection, the first firing for rectum resection with the stapling device was successful. For the second firing ,the surgeon fully fired and the stapling was completed but when the surgeon opened the jaws, the reload locked on the tissue and the surgeon had to remove it by force with forceps and tissue damage was caused but no bleeding occurred. The cartridge was discarded by the customer at the hospital. The handle and adapter were used successfully with another reload. The surgical time was extended by less than 30 min and additional tissue resection was not required. There was no patient status listed.